Manufacturer narrative:
The lead was capped, therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that during a pacemaker replacement, this chronic right ventricular lead was capped due to high thresholds. A new pacemaker and lead was successfully implanted without complication or adverse event. The lead was actively implanted for approximately 11 years, 10 months.